Event description:
Brush heads keep slipping off from the hand piece - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b toothbrush heads kept slipping off from the oral-b toothbrush hand piece. No injury was reported. 19-aug-2024 follow up via email: the consumer reported that the oral-b toothbrush heads slipped off from the oral-b toothbrush mid-brushing their teeth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.